Event description:
The tip of the vitrectomy cutter broke off and fell into the pt's eye during surgery. The tip was removed and the procedure was completed with no injury to the pt.

Manufacturer narrative:
Visual inspection found the tip of the outer needle shaft is damaged but is not broken. The damage may have been caused by an impact with an unknown object. This lot was manufactured prior to the implementation of corrective action.